Manufacturer narrative:
The device is expected to return to quest medical for evaluation. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue which occurred with the mps 2 console. The report states that while priming, the console powered off and would not power back on. The console was plugged in a different outlet and the issue subsisted. The device was not used on a patient.

Manufacturer narrative:
The device was evaluated and the reported complaint condition could not be duplicated. The console was powered on and it functioned as intended without any issues and passed all operational verification tests.